Event description:
A physician and a pt both reported pt was originally skin tested on 8 feb 2000 in the forearm with negative results. In 2000, the pt was treated in the oral commissures. Ten days later, the pt was examined by the physician and it was noted pt had swelling, redness, and "itchiness" at the treatment sites and pt's skin test site was also red. The exact onset date of the symptoms was unknown. The physician prescribed oral benadryl and topical hydrocortisone. On 11 apr 2000, the pt was examined by the physician and it was noted pt sitll had swelling and redness at the treatment sites. The physician believed this was a definite hypersensitivity to the collagen and physician prescribed a medrol dose pack. No further medical or surgical intervention was planned.